Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that one of her neighbors put "radiofrequency bugs" on her house and they are effecting the patient and her dog. The patient stated that these bugs are causing her implant to heat up. The patient stated that she knew these bugs were on her roof b/c she could see them with her 'cameras'. Patient services reviewed that guidelines for rf ablation are different from devices that communicate with rf energy, wifi or bluetooth, patient services reviewed that the technology above would not be expected to cause heating of implant. The patient to follow-up with their healthcare provider (hcp). The patient noted this began "about a week" ago. Patient services faxed the ifp to hcp (noted rf ablation statement per patient¿s request). No further complications were anticipated/reported.